Event description:
Information was received that the cause of the seizures cannot be confirmed if the myoclonic jerking was caused by vns. They have since adjusted settings and jerking has resolved. Patient¿s genetic past medical history could contribute to the myoclonic jerking. Additional information received reported that the patient was having symptoms with every step. Symptoms include myoclonic movements in both arms and legs as well as left flexion, l shoulder shrug and patient starts to rotate her head to the rest. Symptoms began and the patients mom turned the generator off by placing the magnet over the generator. They attempted to titrate output current down from 2.0 normal, 2.0 autostim, and 2.25 magnet. She went down to as low as 1.25 on the normal and patient was still getting symptoms. She then decided to turn the generator off and order an emergency eeg for next week. Impedance was ok.

Event description:
A patient who was implanted with vns is now having recent episodes of muscle twitching in the left side of neck and upper arm (not typical seizures for them). Follow-up with the physician indicated that they actually increased settings suspected these were small seizures that were focal. No additional relevant information has been received to date.